Manufacturer narrative:
Results: there is a flat spot between 0.6 and 4.3 cm from the distal tip. There are kinks 12 and 14 cm from the distal tip. A 0.054" mandrel was introduced into the hub and advanced distally. Friction was noted approximately 40 cm from the distal tip and the friction became too great for further forward motion at 14.7 cm from the distal tip. The catheter is non-functional. The distal end of the catheter was introduced into a demonstration carrier hoop. The catheter entered without resistance. Conclusion: the flat spot observed agrees with the complaint. Based on the shape of the flat spot and fit if the catheter into the carrier hoop, it is impossible to know if the catheter was flattened in the package or flattened during removal from the hoop. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The staff opened a penumbra system reperfusion catheter 054. The physician noted a kink in the catheter upon removal from the housing unit. A new product was used without incident.